Event description:
The international customer reported that the ventilator will not operate while on ac power. The customer reported there was patient involvement with no harm to the patient.

Manufacturer narrative:
(B)(4). Patient information was requested and the customer declined to provide the information.